Event description:
Boston scientific received information that during a device changeout procedure this right ventricular (rv) lead was surgically capped due to a performance issue. Defibrillation threshold (dft) testing was being performed in which the generator had properly detected and charged. The physician then heard a pop and a fault code was displayed. The patient required externally defibrillation which was successful. The patient was admitted and had to stay over night as they received a new right ventricular (rv) lead. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.